Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on the system controller, serial number: (B)(6), was confirmed by review of the submitted log files; the controller event log file showed the activation of backup battery fault (bbf) alarms from 02feb2026. The alarms were active due to the backup battery not passing its load test and remained active until the controller was exchanged later on the reported date of 02feb2026. The backup battery did not pass the load test due to the loaded voltage being outside the expected threshold as compared to the unloaded voltage. The controller¿s ability to operate the pump was unaffected by the alarm. No other notable events or alarms were observed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing, and a fault was not reproduced. It was reported that the system controller was exchanged due to the reported alarms. The root cause of the backup battery fault alarm could not be determined via this investigation. A corrective and preventative action was initiated to investigate backup battery faults. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review following the patient having an emergency backup battery (ebb) fault recorded. The patient called to report alarms for which they had exchanged the controller. The patient did not remember what the screen said or which lights were lit. The log files captured an ebb fault event on (B)(6) 2026 at 20:45:29 after the system controller attempted a load test. A new controller was issued to the patient following the ebb fault and controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.